Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 16mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal region were noted to be lifted and misaligned. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement.the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 30-mar-2021. It was reported that crossing difficulties occurred. The over 60% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.75 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good. However, returned device analysis revealed stent damage.